Manufacturer narrative:
The device name and model number provided with the initial medwatch report were incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that he woke up to a low alert of 70 mg/dl. Customer's blood glucose level was 86 mg/dl. Customer stated that 10-20 minutes later, the pump alerted threshold suspend and sensor glucose reading was 40 mg/dl. Customer declined troubleshooting. Customer state that she was calibrating too much. Customer declined troubleshooting for java as well. No additional information provided.